Event description:
This pt had a right knee arthroplasty in 2002. Pt has been having right knee pain. Pt was admitted to this facility for a revision right total knee arthroplasty. During the procedure the surgeon discovered the femoral component to have some osteolysis and was removed. The polyethylene was found to be worn and removed. The tibial component was very loose and had a lot of bone destruction underneath and was removed. The patella was found to be in good condition and was left alone. All components except for the patella were removed and replaced.